Manufacturer narrative:
The reported complaint that the autopulse platform (serial #(B)(6) ) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective load cell module 2. The broken covers and the defective load cell were likely attributed to mishandling such as a drop. During visual inspection, unrelated to the reported complaint, a cracked the top cover and front enclosure were observed. The observed physical damages were appeared to be the characteristics of harsh impact, attributed to user mishandling. The front and bottom enclosures need to be replaced to address the damaged issues. Also, a wash-out unique device identification (UDI) label, likely due to mishandling. The UDI label needs to be replaced to address this issue. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The root cause of the reported complaint was the defective load cell module 2. To remedy the ua07, load cell module 2 needs to be replaced. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(6) .

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported the autopulse platform serial # (B)(4) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The customer was unable to clear the advisory. Patient use information was requested but no additional information was provided, therefore patient use is unknown.